Event description:
Received from the FDA a copy of the customer's medwatch report which states: "rn noted that the IV pump was continuously peeping "occluded" so she checked the pt and there was blood flow. Upon review of the tubing set up, the rn observed that although the IV pump was paused, the secondary tubing with vancomycin continued to drip and the chamber on the primary tubing was full. The rn backflowed the IV fluid from the primary tubing to create empty space in the chamber and marked the fluid line with tape. The pt was discontinued from the IV pump and the rn restarted the IV pump. The rn observed the vancomycin on the secondary tubing dripping, however, the fluid in the primary chamber was increasing above where it had been marked. During the time while the secondary line dripped, air bubbles could be seen rising in the primary bag of fluids as the primary chamber filled. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.